Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap is partially fractured distal to the uv glue zone; the fiber/glass cap distal part is detached and not returned; the heat shrink tubing distal end is melted and/or missing; the fiber within the glass cap is blackened. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It has been reported that during a bph surgical procedure at 152,813 joules and 31 minutes of usage "fiber damaged at tip" was noted. The fiber was exchanged and the second fiber was used to 354,169 joules. No issues were found with second fiber. The fiber was exchanged and the case was complete with the third fiber at 312,113 joules. Patient outcome: "no injury" to the patient was reported.